Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the device was explanted on (B)(6) 2013, due to device problems. The patient was reimplanted with a new device during the same surgery. Additional information has been requested but has not been made available as of the date of this report, (B)(4) 2013.